Event description:
No additional information received.

Manufacturer narrative:
Our quality engineer inspected the 2 photos and 1 sample submitted for evaluation. The reported issue of flow issues - fluid blockage was not confirmed upon inspection and testing of the sample. Analysis of the sample showed that there were no defects or abnormalities present. The sample was functionally tested, and no fluid blockage was observed. It was observed that the sample was returned with the device in the closed position, which could have possibly caused the reported flow issue. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during use. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Manufacturer narrative:
H.3. If a device evaluation and or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 10cm white was occluded. The following information was provided by the initial reporter: 3 way tap connected to patent pivc did not free flow. Caused pump to alarm 'occlusion downstream.' Problem resolved when connecta removed.